Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported infection.

Event description:
It was reported that this pacemaker was part of a system explant due to infection. The device was retained by the hospital and returned for analysis. There were no additional adverse effects reported. Additional information was received which indicated the pacemaker had eroded through the device pocket. Upon explant of this right ventricular (rv) lead, right atrial (ra) lead and pacemaker, a temporary pacemaker and lead was placed to continue therapy during the course of antibiotics. Subsequently, new leads and permanent pacemaker were successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported infection.

Event description:
It was reported that this pacemaker was part of a system explant due to infection. The device was retained by the hospital and returned for analysis. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker was part of a system explant due to infection. There were no additional adverse effects reported. The device was retained by the hospital.